Manufacturer narrative:
Received 1 used drainage bag with the catheter bifurcation still attached only. The cut remaining tubing of the catheter was returned with the sample. Visual inspection noted no obvious defects. The received sample was functionally tested by passing water through an in house 16fr. And there were no drainage problems observed. The flow was continuous during the test on the sample received. The drainage test for customer complaint-catheters/drainage bags indicates that 250cc must be drained in 64 seconds maximum. The results were the following: time to drain 250cc: 60 sec. The sample received reached the intended drainage per specification. The reported event was unconfirmed as the problem cold not be reproduced. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: " because there are no pumps or suction devices connected to the closed system, proper urine flow from your bladder into the drainage bag depends on gravity. The ¿downhill¿ position must be maintained at all times; that is, if you move about in bed, or get out of bed to move to a chair or walk about, you must be sure that the drainage bag stays at a level below your bladder when you are standing or walking. The nursing staff will periodically drain the contents of the bag. Keep the drainage bag below the level of your bladder at all times. Do not place the drainage bag on its side - always keep the bag in an upright position. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the product would not allow urine to drain from the bladder. More information has been requested, but not yet received.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the product would not allow urine to drain from the bladder. More information has been requested, but not yet received.